Event description:
Boston scientific crm received information that this device was exhibiting rf and wanded interrogation issues. The local representative was unable to complete a pacing threshold test, however, intermittent temporary pacing was available. The local representative informed technical services that multiple wands and programmers have been used without success. Sensing and impedance measurements were completed without difficulties. A number of other troubleshooting techniques were suggested. Technical services recommended that a patient disk and memory dump be performed and returned for analysis.

Manufacturer narrative:
The stored data was analyzed and it was concluded that the device was operating normally. No abnormalities were identified. Technical services contacted the local representative with the analysis findings and discussed the possibility that the patient's intrinsic rate was faster than the programmed setting of the device during the pacing threshold test. The local representative suspects that the issue was telemetry related. The local representative was planning to discuss this further with the clinic. Technical services did not recommend device replacement as no device malfunction has been identified and suggested that the issue be further evaluated to rule out rf interference as the root cause. The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.

Manufacturer narrative:
A disk was received and was sent to in-house engineering for analysis.